Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 0020552. Customer states that the needle with the shield was separated from the hub. The returned syringe was tested and the hub assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch # 0020552 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200871354] noted for cracked hubs. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in had the needle separate with the cap. The following information was provided by the initial reporter: "the needle with the shied was separated from the hub."

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6) PMA / 510(k) #: there is no 510(k) for this device as it is not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in had the needle separate with the cap. The following information was provided by the initial reporter: "the needle with the shied was separated from the hub."